Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/12/2013 with the following findings: the contrast, up and down buttons were intermittent. The ok button was functional. No damage to the keypad. Removed the keypad. There was contamination under all contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.